Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported patient effect of stenosis is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported stenosis, and its relationship to the product, if any, cannot be determined; however, the subsequent unexpected medical intervention and hospitalization or prolonged hospitalization appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The other 3 xience sierra stents referenced are filed under separate medwatch report numbers.

Event description:
Patient ID: (B)(6). It was reported that the procedure was performed on (B)(6) 2020, treating a target lesion in the proximal right coronary artery (rca). Four xience sierra stents, two 3.0 x 38mm, a 2.75x38mm and a 3.5x23mm, were implanted. On (B)(6) 2021, the patient underwent a stress test that was suggestive of interior/inferolateral ischemia. A subsequent angiogram performed on (B)(6) 2021 revealed patent left internal mammary artery (lima) to left anterior descending (lad), patent saphenous vein graft (svg) to first obtuse marginal (om1), patent svg to ramus artery, but an occluded svg to rca. Target lesion revascularization was performed on (B)(6) 2022, treating in-stent restenosis with implant of an additional drug eluting stent. No additional information was provided.